Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by "terrible pain in the stomach" and cloudy effluent. The patient reported the physician felt the cause of the peritonitis was due to a use error/touch contamination, described as the patient not wearing gloves. The patient did not feel this was correct and stated the cause of peritonitis was draining too long. As the cause of peritonitis could not be confirmed the cause will remain unknown. The patient was hospitalized for the event and discharged the following day. The same day as discharge, the patient began treatment with unspecified antibiotics for the event. Dianeal and extraneal therapies were ongoing. At the time of this report the patient was recovering from this peritonitis event, antibiotic therapy was ongoing and the patient reported the "drain bag is a lot clearer". No additional information is available.